Event description:
During a c4-c7 fusion procedure md used the standard drill guide for 1 level of the fusion. For the next level md used a dual drill guide which appeared to take longer to drill. After removing the drill bit and guide md noted the barrels appeared shorter on the dual guide. Md felt he may have drilled through the vertebral body and into the spinal cord. Upon completion of the procedure md confirmed there was no injury to the patient.